Event description:
A customer reported being unable to distinguish "the rough side from the smooth side" of a vascu-guard patch. It was not reported whether or not this event involved a patient or patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.